Manufacturer narrative:
Device discarded by the hospital. Based on the information received we are unable to determine the cause of the coronary artery perforation, there is no allegation that a product malfunction contributed. Injury to the coronary sinus is listed as a potential complication in the product IFU. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
Edwards received information that during the use of a proplege a perforation of the coronary sinus occurred. It was reported that no medical intervention was necessary. Antegrade cardioplegia was used following the perforation. The patient is reported as doing well.